Event description:
Device complications: stent deployed, timpe of complication: during preparation for the procedure; symptoms: none. The device deployed outside the anatomy during prep. It was noted that the physician was attempting to remove the tip styet when the stent deployed. There was no patient injury and no additional information available.